Manufacturer narrative:
An event of mild aortic regurgitation was reported. A more comprehensive assessment, including histopathological examination of the valve tissue, to see if there were any valve abnormalities could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including functional testing prior to release form abbott. This test ensures proper cuspal coaptation and hemodynamic performance. Based on the received information the exact cause of the reported event could not conclusively be determined. It is possible due to patient underlying comorbidities. However, this cannot be determined. The cause of reported stenosis could be cascading effect of reported regurgitation, but this cannot be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Medical affairs assessment: there is no evidence of a non-calcific leaflet tear in the presence of an elevated gradient and mild aortic regurgitation. A past medical history of renal dysfunction (cr 2.7) in 2020 may have been a contributing factor to early valve deterioration.

Event description:
It was reported that a 65-year-old male with severe aortic stenosis (ava=0.73 cm2; meang av gradient 29 mm hg) and symptoms of new york heart association (nyha) heart failure class iii, chest pain and palpitations underwent surgical aortic valve replacement (savr) with a 19 mm epic supra valve combined with coronary artery bypass grafting (CABG x 3) with reverse saphenous vein graft (rsvg) to the left anterior descending (lad) coronary artery; rsvg to the obtuse marginal coronary artery, and rsvg to the diagonal coronary artery on (B)(6) 2020. The patient was discharged from the hospital in stable condition on (B)(6) 2020, with a pre-discharge echocardiogram showing a transvalvular mean gradient of 19 mmhg and a left ventricular ejection fraction (lvef) of 55%. Discharge medications included oral anticoagulation with acitrom for 3 months with instructions to maintain an inr between 2.5 and 3.0 along with aspirin (ecospirin) 75 mg daily. The patient's significant past medical history includes coronary artery disease (cad), hypertension, type ii diabetes mellitus and renal dysfunction (creatinine 2.7). Patient also was documented at age 69 years (2024) to have complete heart block requiring a st. Jude medical quadra allure cardiac resynchronization therapy (crt) pacemaker. At the age of 70 years on (B)(6) 2025, the patient underwent a trans-thoracic echocardiogram (tte) of the epic supra valve (19 mm) which demonstrated an elevated transvalvular gradient of 41 mmhg with mild aortic regurgitation (ar) and a reduced aortic valve area (ava 0.4 cm2 by vti). There was reduced left ventricular function with lvef 35 to 40%. There was also moderate to severe tricuspid valve regurgitation. It was recommended that the patient have a trans-esophageal echocardiogram (tee) study for early valve deterioration. The patient was recommended for valve replacement procedure. During follow up at another hospital, the patient consulted for a second opinion, and was advised, 'the valve leakage has started, and its normal for valves and might happen with aging as well and no immediate replacement is required.' The patient walks a kilometer often and reports no difficulty as of (B)(6) 2026.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 65-year-old male with severe aortic stenosis (ava=0.73 cm2; meang av gradient 29 mm hg) and symptoms of new york heart association (nyha) heart failure class iii, chest pain and palpitations underwent surgical aortic valve replacement (savr) with a 19 mm epic supra valve combined with coronary artery bypass grafting (CABG x 3) with reverse saphenous vein graft (rsvg) to the left anterior descending (lad) coronary artery; rsvg to the obtuse marginal coronary artery, and rsvg to the diagonal coronary artery on (B)(6) 2020. The patient was discharged from the hospital in stable condition on (B)(6) 2020, with a pre-discharge echocardiogram showing a transvalvular mean gradient of 19 mmhg and a left ventricular ejection fraction (lvef) of 55%. Discharge medications included oral anticoagulation with acitrom for 3 months with instructions to maintain an inr between 2.5 and 3.0 along with aspirin (ecospirin) 75 mg daily. The patient's significant past medical history includes coronary artery disease (cad), hypertension, type ii diabetes mellitus and renal dysfunction (creatinine 2.7). Patient also was documented at age 69 years (2024) to have complete heart block requiring a st. Jude medical quadra allure cardiac resynchronization therapy (crt) pacemaker. At the age of 70 years on (B)(6) 2025, the patient underwent a trans-thoracic echocardiogram (tte) of the epic supra valve (19 mm) which demonstrated an elevated transvalvular gradient of 41 mmhg with mild aortic regurgitation (ar) and a reduced aortic valve area (ava 0.4 cm2 by vti). There was reduced left ventricular function with lvef 35 to 40%. There was also moderate to severe tricuspid valve regurgitation. It was recommended that the patient have a trans-esophageal echocardiogram (tee) study for early valve deterioration. The patient was recommended for valve replacement procedure.